Manufacturer narrative:
As reported a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a failed removal, filter embedment, caval thrombosis, and blood clots. The patient reported becoming aware of filter is embedded in the wall of the ivc and blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), approximately nine years and ten months post implant when an unsuccessful percutaneous removal attempt was made. The patient subsequently reported becoming aware of perforation of filter struts outside the ivc and tilt at the same time as the other events. According to the implant record the patient was symptomatic for right lower extremity venous thrombosis with edema and underwent placement of an optease ivc filter, infusion for thrombolysis and mechanical thrombectomy. The filter was placed via the venous access on the left and deployed properly positioned after a cavogram demonstrated location of the renal veins. The patient was then positioned prone, and access was obtained via the right popliteal vein and pharmaco-mechanical thrombectomy was performed, resulting in removal of some thrombus. An angiograph showed persistent and residual thrombus and the procedure was terminated. The procedure was said to be successful with no complications noted. The patient tolerated the procedure well and was transferred for observation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and occlusion of the device or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underling patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
An amended patient profile form (ppf) was received which states that in addition to the previously reported events, the patient also experienced perforation of filter struts outside the inferior vena cava and filter tilt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: failed removal, filter embedment, caval thrombosis, blood clots. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: the patient was symptomatic for right lower extremity venous thrombosis with edema and underwent placement of an optease ivc filter, infusion for thrombolysis and mechanical thrombectomy. An inferior vena cavogram was performed to identify renal veins, the ivc filter was placed, mechanical thrombolytic therapy and infusion of thrombolic agent (tpa) were completed and resulted in removal of some thrombus. An angiograph showed persistent and residual thrombus and the procedure was terminated. The procedure was said to be successful with no complications noted. The patient tolerated the procedure well and was transferred for observation. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 10 years and 1 month post implantation. The patient reports the filter is embedded in the wall of the ivc and blood clots, clotting, and/or occlusion of the ivc. The filter was attempted to be removed percutaneously but was unsuccessful approximately 10 years and 1 month post implantation.

Manufacturer narrative:
Additional information: section a2 (date of birth, age at time of event) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d11 (concomitant medical products: single wall puncture needle, guide wire, sheath, micropuncture set, 6f sheath, 8f sheath. ) section g4 (date received by the manufacturer) section h6 (evaluation codes). Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have presented with symptomatic right lower extremity venous thrombosis with edema. The filter was implanted via the left femoral vein. This was followed by the thrombolysis and clot aspiration in the superficial popliteal vein with subsequent mild improvement of some residual thrombus. The patient is reported to have tolerated the procedure well. At some point after the filter implantation, the patient became aware the filter was embedded and was associated with caval thrombosis and blood clots, clotting and/or occlusion of the inferior vena cava (ivc). In addition, the patient underwent an unsuccessful percutaneous attempt to retrieve the filter almost ten years after its¿ implantation. The details of this attempt were not provided. The patient further reported having experienced mental anguish and requires lifetime anticoagulation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted almost ten years after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: failed removal, filter embedment, caval thrombosis, blood clots. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: failed removal, filter embedment, caval thrombosis, blood clots. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.